Manufacturer narrative:
The exposed soft cannula for the received pod was found to be bent. After removing crystallized insulin residue in soft cannula, the fluid passed freely through the complete fluid path during fluid path test, even though the exposed soft cannula was bent. It could not be conclusively determined when this damage to soft cannula occurred. The download data did not indicate any pulse width increases or signs of struggle that would cause a failure to deliver insulin during operation. The pod was returned with the adhesive pad on the bottom housing. No abnormalities were found on the adhesive pad, bottom housing and the fluid path components that would contribute to the skin irritation at the pod infusion site. A root cause for the reported skin irritation could not be determined. Crack was found on the outer housing. It could not be determined when the crack occurred. Inspection of the device along with the data suggest that the cracks had no effect on the device's functionality.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Checking your blood glucose. Chapter 4 / page 36. Warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient's blood glucose (bg) levels reached over 400 mg/dl while wearing the pod between 36 and 48 hours. Patient's mother also reported high bg levels the night before, and that patient stated the site felt itchy. When removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was applied and a bolus was delivered. The patient's blood glucose and insulin history are as follows: (B)(6).